Event description:
It was reported that during a routine follow-up, the ventricular lead exhibited greater than 2500 ohms impedance and a threshold of 4.5 v in the bipolar configuration. In the unipolar configuration, impedance was 394 ohms and threshold was 0.75 v. The ventricular polarity was changed to unipolar and the lead would be monitored.